Manufacturer narrative:
The device was not explanted. The stimulation is on and the patient is receiving therapy. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the event was procedural rather than device related.

Event description:
It was reported to nevro that a patient had experienced a hematoma at the ipg site following an implant procedure. The site was drained and cultures were taken. The result from the cultures were negative for infection. The patient is recovering without sequelae.